Event description:
It was reported that upon completion of a full implant with the patient, impedance reading were unusually high, 2000-3000 range with the last electrode combination of 2 amd 3 at greater than 4000. The physician disconnected and re-connected the ins turning the set screw to a point where the torque wrench stripped and the lead was not secure in the ins housing. They were not able to tighten the lead down to create a closed circuit. Follow up information noted that there was no broken lead and no patient issue. The issue resolved without incident; they placed a different ins.

Manufacturer narrative:
Lead: model # 3889-28, lot # v888681, implanted: (B)(6) 2012, explanted: na; neurostimulator: model # 3058, serial number (B)(4), implanted: (B)(6) 2012, explanted: na.